Event description:
Device malfunction: none. Symptoms/ae: probable small embolic cva. Timeof symptoms/ae: during the procedure in 2006 with a stop date of nine days later. It was reported that during the procedure the patient experienced a probable small embolic cva. The start date was 2006 with a stop date reported to be nine days later. The condition was not pre-existing and is unknown if related to the device(s). No action/treatment was given and the event resulted in prolonged hospitalization. The patient's outcome was reported to be resolved. No additional information was available. The rx accunet mentioned is being filed under MFR report #3004742046-2006-00481.